Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5039326) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted for permanent birth control in 2014. Consumer has two small children. Since the insertion she was experiencing severe pain, constantly fatigued, sharp shooting pain in her back and abdomen, her periods which were never painful are now unbearable. She stated a hysterectomy is needed to remove this device. She could barely get out of bed and each night going to sleep is difficult and scary. There were nights where the pain was so bad she could barely breathe. Consumer informed the date (B)(6) 2014 as event onset date, however she did not specify it. Follow up (B)(4) 2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on (B)(4) 2015. Patient's initial was updated. Essure was inserted on (B)(6) 2014 and was removed on (B)(6) 2014. An injury (hospitalization) was mentioned but not specified and /or assigned to one of the events. Follow-up will be requested. Case upgraded to incident. Follow up from (B)(4) 2015: ptc result was updated. No major change. Company causality comment: this non-medically confirmed spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp shooting pain in my abdomen. This event is serious due hospitalization and required intervention and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure use. In this case, the consumer was experiencing severe pain, sharp shooting pain in her back and abdomen since the device insertion. Therefore, given its nature and close temporal relationship, the reported event is assessed as related to essure use. Since essure removal was mentioned (required intervention implied) this case was regarded as incident. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Legal claim received on 10-aug-2016 essure was inserted on (B)(6) 2014. Sometime following to the implant, she began to experience incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, mood swings, discharge, hot flashes, painful intercourse, and back pain. On (B)(6) 2014, hysterectomy and bilateral salpingectomy were done to alleviate her symptoms of chronic pelvic pain and excessive bleeding.

Manufacturer narrative:
Follow-up from 12-jun-2015: follow-up attempts were done, with no response to date. Case closed. Company causality comment: this non-medically confirmed spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp shooting pain in my abdomen. This event is serious due hospitalization and required intervention and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure use. In this case, the consumer was experiencing severe pain, sharp shooting pain in her back and abdomen since the device insertion. Therefore, given its nature and close temporal relationship, the reported event is assessed as related to essure use. Since essure removal was mentioned (required intervention implied) this case was regarded as incident. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.